Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor device could not be interrogated. Magnet placement of twenty seconds solved the issue and device was able to be interrogated. No patient symptoms were reported.